Event description:
It was reported that a signal artifact monitor (sam) event was recorded which disabled the minute ventilation (mv) sensor. The electrogram (egm) showed noise being oversensing on the atrial and ventricular channels likely external. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a signal artifact monitor (sam) event was recorded which disabled the minute ventilation (mv) sensor. The electrogram (egm) showed noise being oversensing on the atrial and ventricular channels due to electrocautery. No adverse patient effects were reported. The device remains implanted and routine follow ups were booked.